Event description:
It was reported this implantable cardioverter defibrillator (ICD) showed out of range shock impedance measurements of 161 ohms and high capture thresholds. Due to the limited information received, further follow-up to obtain related details was not possible. No adverse patient effects were reported.